Event description:
This report was rec'd from a physician of an adult man who underwent surgery for a stapedectomy and gelfoam was used. Two to three days later he developed an inflammation followed by hearing loss. No other info was provided on initial contact.